Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and embedded device ('both fallopian tubes have metal hardware embedded within the tube') in an adult female patient who had essure (batch no. 646522) inserted for female sterilisation. The patient's concurrent conditions included pelvic pain, dysmenorrhea, menorrhagia and follicular cyst of ovary. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (esure remove and removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation and embedded device outcome was unknown. The reporter considered device dislocation and embedded device to be related to essure. The reporter commented: discrepancy noted: insertion date (B)(6) 2009. Most recent follow-up information incorporated above includes: on 20-jul-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and embedded device ('both fallopian tubes have metal hardware embedded within the tube') in an adult female patient who had essure (batch no. 646522) inserted for female sterilisation. The patient's concurrent conditions included pelvic pain, dysmenorrhea, menorrhagia and follicular cyst of ovary. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (esure remove and removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation and embedded device outcome was unknown. The reporter considered device dislocation and embedded device to be related to essure. The reporter commented: discrepancy noted: insertion date (B)(6) 2009. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received. Lot number was added. New events embedded device was added. Reporters, reporter causality comment, concomitant conditions, date of birth was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.